Manufacturer narrative:
The field service engineer observed salt buildup around a solenoid valve. Orifices of the na and k electrode were found to be clogged. Cleaning maintenance was performed and ise checks were found to be abnormal. The ise check was repeated after a system reagent was replaced and the results were the same. The electrodes were removed and the electrode compartment was inspected. Fluid was found dripping into the compartment from a nozzle. The electrodes were replaced and ise checks were performed, but the readings showed only slight improvement despite further conditioning. Dried salt buildup was found around the valve in a system reagent line. The valve was cleaned and replaced. Subsequent ise checks were good. The user successfully calibrated and controls recovered good. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for 5 patient samples tested with ise tests on the cobas 6000 c (501) module. Four had discrepant results for ise indirect na for gen.2, four had discrepant results for ise indirect k for gen.2, and four had discrepant results for ise indirect cl for gen.2. No incorrect results were reported outside of the laboratory. The samples were repeated on a second analyzer. The first patient sample initially resulted with a k value of 5.64 mmol/l, which repeated as 4.14 mmol/l. This sample initially resulted with a cl value of 5.64 mmol/l, which repeated as 103.14 mmol/l. The second patient sample initially resulted with an na value of 175.87 mmol/l, which repeated as 147.84 mmol/l. This sample initially resulted with a k value of 8.74 mmol/l, which repeated as 6.31 mmol/l. The third patient sample initially resulted with an na value of 164.48 mmol/l, which repeated as 140.35 mmol/l. This sample initially resulted with a k value of 6.23 mmol/l, which repeated as 4.52 mmol/l. This sample initially resulted with a cl value of 84.27 mmol/l, which repeated as 100 mmol/l. The fourth patient sample initially resulted with an na value of 160.43 mmol/l, which repeated as 133.45 mmol/l. This sample initially resulted with a k value of 5.66 mmol/l, which repeated as 4.16 mmol/l. This sample initially resulted with a cl value of 83.65 mmol/l, which repeated as 98.78 mmol/l. The fifth patient sample initially resulted with an na value of 166.37 mmol/l, which repeated as 140.75 mmol/l. This sample initially resulted with a cl value of 87.38 mmol/l, which repeated as 103.03 mmol/l. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.